Event description:
It was reported to philips that the system's wired footswitch was unable to trigger x-rays, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Per information collected, the customer had to step on multiple times on foot pedal for completing the procedure. It was reported to philips that the footswitch was not working properly. The philips field service engineer (fse) went onsite and performed troubleshooting upon which fse could not replicate the reported issue. System was operational. However, later the issue resurfaced and the fse replaced foot pedal, tccb in table base and sib in mcabinet in another work order. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.